Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). High blood sugar (blood glucose increased) pen not delivering (device failure). Case description: this serious spontaneous case from the united states was reported by a consumer as "high blood sugar" beginning on (B)(6) 2018, "pen not delivering" beginning on (B)(6) 2018, and concerned a (B)(6) male patient who was treated with novopen echo (insulin delivery device) since 3 or 4 years and ongoing due to "type 1 diabetes mellitus". Medical history included type 1 diabetes mellitus (duration unknown). Concomitant products included - novolog penfill (insulin aspart) solution for injection, 100 u/ml. Treatment included lantus. On (B)(6) 2018, a patient experienced high blood sugar due to novopen echo not delivering. On (B)(6) 2018, the patient went to the emergency department of the hospital due to the same. The patient was given two other types of insulin (novolog and lantus) and finally blood sugar came down to 124 (units unknown) on (B)(6) 2018. Action taken to novopen echo was reported as no change. The outcome for the event "high blood sugar" was recovered. The outcome for the event "pen not delivering" was not reported.

Event description:
Case description: investigation results: name: novopen echo, batch number: dv40240. Pen received with a penfill mounted. On receipt there was gap between piston rod of device and rubber piston of cartridge. The piston rod was fully retracted. If the user attempted to make an air shot or to dose prior to this, no insulin would have dispensed. The user either retracted the piston rod correctly during change of the cartridge, mounted a partly used cartridge afterwards without ensuring contact between the piston rod and the rubber piston by following the air shot procedure, left the needle on the pen between injections or the user retracted the piston rod between injections. It was not possible to reach the memory. The memory display showed 2 lines. The snaps on the cartridge holder was worn and cracked. Visual and functional examinations were performed. Pen surface was worn. Microscopic examination performed. Broken glass and foreign matter were observed in snap connection of cartridge holder and piston rod. Foreign matter had entered the pen mechanism and was visible in the dose indicator window. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The device was disassembled to examine internal parts. Corrosion of the electronic module, foreign dry matter was observed on internal or external pen parts e.g. Dust,dirt or dried stains after a liquid. The display turned blank due to corrosion of the electronics as a kind of liquid entered the pen. The mechanical function of the pen was not affected by the faulty display but it was not possible to use the dose memory function. Scratches or dents in surfaces were caused by normal or rough use of the device. The piston rod was difficult to retract. This was due to the piston rod being exposed to foreign dry matter,e.g. Dried insulin. All these faults were caused by accidental damage during use of the device. The observed problem was not related to any novo nordisk processes. Since last submission the case has been updated with the following: batch number of novolog penfill updated. Lab data updated, device codes updated, investigation results updated, narrative updated accordingly, manufacturer's comment updated. Manufacturer's comment : 27-jul-2018: the returned device novopen echo was examined and during examination there was a gap observed between piston rod of device and rubber piston of cartridge. It was not possible to reach the memory and the memory display showed 2 lines. The snaps on the cartridge holder was worn and cracked and the pen surface was worn. Broken glass and foreign matter were observed in snap connection of cartridge holder and piston rod. Foreign matter had entered the pen mechanism and was visible in the dose indicator window. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The device was disassembled to examine internal parts which revealed corrosion of the electronic module, foreign dry matter was observed on internal or external pen parts e.g. Dust, dirt or dried stains after a liquid. The display had turned blank due to corrosion of the electronics as a kind of liquid entered the pen. The mechanical function of the pen was not affected by the faulty display but it was not possible to use the dose memory function. Scratches or dents in surfaces were caused by normal or rough use of the device. The piston rod was difficult to retract as a result of being exposed to foreign dry matter,e.g. Dried insulin. All these faults were caused by accidental damage during use of the device. The observed problem was not related to any novo nordisk processes. Hence the observed problem has occurred after the product left novo nordisk due to usage issue/user error. The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novopen echo. Evaluation summary: name: novopen echo, batch number: dv40240. Pen received with a penfill mounted. On receipt there was gap between piston rod of device and rubber piston of cartridge. The piston rod was fully retracted. If the user attempted to make an air shot or to dose prior to this, no insulin would have dispensed. The user either retracted the piston rod correctly during change of the cartridge, mounted a partly used cartridge afterwards without ensuring contact between the piston rod and the rubber piston by following the air shot procedure, left the needle on the pen between injections or the user retracted the piston rod between injections. It was not possible to reach the memory. The memory display showed 2 lines. The snaps on the cartridge holder was worn and cracked. Visual and functional examinations were performed. Pen surface was worn. Microscopic examination performed. Broken glass and foreign matter were observed in snap connection of cartridge holder and piston rod. Foreign matter had entered the pen mechanism and was visible in the dose indicator window. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The device was disassembled to examine internal parts. Corrosion of the electronic module, foreign dry matter was observed on internal or external pen parts e.g. Dust, dirt or dried stains after a liquid. The display turned blank due to corrosion of the electronics as a kind of liquid entered the pen. The mechanical function of the pen was not affected by the faulty display but it was not possible to use the dose memory function. Scratches or dents in surfaces were caused by normal or rough use of the device. The piston rod was difficult to retract. This was due to the piston rod being exposed to foreign dry matter,e.g. Dried insulin. All these faults were caused by accidental damage during use of the device. The observed problem was not related to any novo nordisk processes.